Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. The defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut and the outer insulation had a cosmetic depression. The lead was also flexed near the anchoring sleeve.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported a patient alert was triggered so the patient went to the hospital. It was also reported that the patient subsequently received inappropriate shocks and the right ventricular lead was found to have oversensing and high impedance. It was also reported that the patient reported experiencing pain after the event. The lead was extracted and replaced. No further patient complications were reported as a result of this event.